Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The user felt the device get hot, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for eval and confirmed the reported problem of overheating. During testing of this unit, it exceeded manufacturer temperature specification due to the cast stator sleeve. This unit is within the preventive maintenance cycle of six months. The bur guard in use with this device was not returned for eval. The instruction manual for this handpiece warns the user of the following: ensure all attachments and accessories are correctly and completely attached to the handpiece. Perform the required performance tests prior to each use. Operate the drill at maximum speed for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. The drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on the console. In addition, the manual warns the user that overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The customer is knowledgeable of these warnings.